Manufacturer narrative:
Investigation summary bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for needle stick and retraction issue with the incident lot was observed. Evaluation of the customer samples was performed and needle stick and retraction issue was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through CAPA 1172284 and potential causes have been identified. As a result, corrective actions have been established and are in the process of being implemented.

Event description:
It was reported that the bd vacutainer® push button blood collection set did not fully retract during use after completing the blood draw. The following information was provided by the initial reporter: "we had a staff exposure early sunday morning because the needle did not retract all the way when the phleb was done with the draw. I have the used butterfly with its packaging if they need to see it."

Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for the additional device type is as follows: common device name: intravascular administration set. Medical device type: fpa. The reported lot # [9213645] was not found for the reported catalog # [367324]. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd vacutainer® push button blood collection set did not fully retract during use after completing the blood draw. The following information was provided by the initial reporter: "we had a staff exposure early sunday morning because the needle did not retract all the way when the phleb was done with the draw. I have the used butterfly with its packaging if they need to see it."